Event description:
A recalled k-wire was implanted on (B)(6) 2013; pt acquired infection; antibiotics started; k-wire pulled out on (B)(6) 2013 with pustular drainage per physician; pt admitted to hosp for I&d of left foot on (B)(6) 2013.

Manufacturer narrative:
After a recent FDA inspection, microaire modified our MDR reporting criteria and have determined this should have been reported.